Event description:
It was reported the patient received the following results within 15 minutes: 118 mg/dl (lot 500002) and 322 mg/dl (lot 690126).

Manufacturer narrative:
This case, with patient identifier cn-(B)(6), is related to case with patient identifier cn-(B)(6).